Event description:
It was reported that the user experienced recurring alert 65 indicating an audio malfunction, described as the alert returning immediately after restart and persisting for months, while the pump continued to deliver insulin and blood glucose remained unaffected. Symptoms included no audible alarm. Outcomes included device replacement and instruction that data would not transfer to the replacement unit and that the user would need to complete startup on the new device; the user could continue using the cgm with the dexcom app or receiver. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.